Event description:
A 60 mm smit sleeve was inserted into the pt's uterus to perform a 3rd fraction gynecological treatment using a 45 degree tandem. Prior to the 3rd fraction, the tube portion of the sleeve was found to have separated from the button portion of the sleeve and remained in the pt. The practitioner then successfully removed the tube with no harm to the pt.